Event description:
Boston scientific received information that during a routine check the device had performed an automatic lead configuration switch to unipolar due to an out of range impedance measurement on this right ventricular lead. When reviewing the daily measurements all were within normal limits. Most of the reviewed episodes showed noise but no asystole was noted as the patient had a good underlying rhythm. This lead remains implanted, no adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.